Event description:
It was reported that during a peripheral orbital atherectomy procedure, a portion of a csi orbital atherectomy device (oad) and a portion of a csi viperwire guidewire were left in the patient. The target lesion was severely calcified, 4cm in length and was located in the distal anterior tibial (at) artery. The physician advanced the csi viperwire into the patient and loaded the oad onto the guidewire. The physician attempted to cross the lesion using 4 runs at low speed, but was unsuccessful. The physician then attempted to cross the lesion on medium speed, but was still unsuccessful. The physician then attempted to cross the lesion on high speed, but the tip of the oad and 10cm of the viperwire fractured. The peroneal artery had been previously treated and continued to have good collateral flow, so the tip of the oad and 10cm of viperwire were not retrieved as they were not negatively impacting the patient. The patient status remained stable throughout the intervention. An attempt was made to get additional information as well as the oad and viperwire for analysis. It is the facility policy to retain the oad and viperwire for their internal records and no information was provided to csi.

Manufacturer narrative:
The device was retained by the facility; therefore, an analysis of the actual complaint device is not possible. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4). Device discarded by facility.

Manufacturer narrative:
Device evaluation: csi was allowed to visually examine the device at the facility, under supervision of facility staff. Visual examination revealed that the driveshaft was fractured and deformed 3mm distal to the distal edge of the crown, but the crown remained intact on the driveshaft. When the control knob was advanced fully distally, the driveshaft exhibited a slight wave shape. Biological material was observed on the distal edge of the crown and around the fracture location on the driveshaft. The guidewire was not in the device and was not available for evaluation. No conclusive root cause could be determined after visual examination of the device. No further analysis could be performed. (B)(4).